Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2021, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml at .8 mg/day) via an implanted pump. The patient¿s medical history included ¿htn, cad hld, past-smoker, copd, emphysema, gerd, stricture and stenosis of esophagus, hemi-lam 2019, tia 2016.¿ the indication for pump use was spinal pain. It was reported that the patient had return of pain. There were no environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2024, a dye study was performed, and aspiration of the catheter was unsuccessful. It was noted that the physician would advise of next steps when they were determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the patient had dye study on 2024-09-04 and she was not feeling therapeutic relief and since then had decided to see a different physician. The company representative (rep) stated the plan was to do a catheter revision in the future.